Event description:
The customer reported a precharge error message displayed on the system. Pt was not involved.

Manufacturer narrative:
The service rep found the isolated problem to defective battery, battery was replaced. Checked system for proper operation, system operates as intended.